Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient to develop cancer and pituitary adenoma. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device the pollen filter was heavily contaminated with a dark particulate matter. Underneath the pollen filter the same dark contaminate can be found in water spots, suggesting the filter was put back while wet and without fully removing the dirt/contamination. The device was disassembled for internal visual inspection. The manufacturer found dark particulate matter on the underside of the top enclosure, inside the blower box, on the blower, on the blower impeller, and behind the back panel. No evidence of foam degradation was found. The manufacturer applied power to the device and found no logged errors. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination found within the device is consistent with being from an external source.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer and pituitary adenoma. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.